Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) was unable to fill, nor aspirate the reservoir. It was noted at a pump refill on the date of the report, they were able to aspirate with no issue, but when they tried to refill, they were able to inject 4 to 5ml, but then could not inject further. It was noted they then tried to aspirate and were unable to aspirate as well. They repositioned the needle and confirmed they were accessed correctly but were still unable to aspirate or inject. Several troubleshooting options were discussed and attempted; however, did not resolve the issue. It was then noted that the new drug had precipitated, and was cloudy. The reporter noted they were not going to use the drug and would not be able to get new drug until the next day. The pump was filled with saline on the date of the report. The pump system was being used to deliver bupivacaine and baclofen (compounded). It was further reported that during the refill on (B)(6) 2014, they were initially unable to fill as the reservoir valve locked up. Per the reporter, they were able to unlock the valve by using a smaller syringe and pushing 3cc of saline into the pump, then aspirating that out. It was noted they then put in 35 ml of saline and updated the pump at the current flow rate. The reporter again noted the medication they planned to use crystallized in the syringe while they were troubleshooting, thus they were unable to put it into the pump, which was why they refilled with saline. The reporter planned to refill the pump with medication on (B)(6) 2014. It was reviewed with the reporter that the pump tubing and catheter would be cleared of the old medication after 17 hours and 38 minutes, thus the full system could be primed when the new medication was put into the reservoir, provided this amount of time had passed. It was later reported that a 60 cc syringe was used to fully remove all air; however the pump remained locked until using a 3 to 5 cc syringe which allowed the pump to be filled, as previously reported. It was further reported that they had discarded the cloudy drug. The reporter noted that the drug was a ¿compounded¿ drug. The patient was admitted, and it was noted they had a new syringe of drug sent the next day. The pump was refilled the next day without sequelae.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported troubleshooting and/or other actions had occurred; the pump had been flushed and reprogrammed. In terms of how the patient was now doing following replacement, ¿very well¿ was reported. It was noted the device was to be returned to the device manufacturer.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that bupivacaine crystallized in the pump.

Manufacturer narrative:
Analysis of the pump found reservoir access issues due to residue related to the fluid path before internal decontamination.

Event description:
Additional information received reported the patient was hospitalized at the time of the refill for another condition, specifically urosepsis, and was also on IV (intravenous) vancomycin at the time of the event. The cause for the filling difficulty was ¿unknown¿. It was reported the pump air locked and then the medication crystallized once the air lock was resolved and the health care provider (hcp) as previously reported had to order new medication. Troubleshooting had included calling the device manufacturer technical support to follow advice, then the hcp tried to fill the pump under fluoroscopy and then the managing hcp was called. In terms of how the patient was now doing, their last refill was on 2014-(B)(6) which went well and there were no complications.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter ((B)(6) 2014).

Event description:
It was reported the patient was brought in on the date of the report to check volumes. 9.4 milliliters (ml) was expected, but they only got back 1-2 ml. The patient felt tighter, not looser since the last refill. On the refill on (B)(6) 2014 there was no volume discrepancy, but when the pump was filled only 20 ml could be filled. This was attributed to the pump valve being air locked. The patient was brought back on the date of the report to see if it was still locked. It was reported they didn't want to put saline in because there was no drug to rinse for the refill and it would not be available until the next day. The patient was in a sitting position and they were going to try having her lay down. The patient had no hyperbaric treatment or scuba diving. Based on the calculations, if the pump was filled with 20 ml, the pump should have read about 11.4 ml on the date of the report, but it read 9.4 ml. The session data report from the previous refill was not available so it was not known if this was a programming error. It was later reported that the patient was laying down and they still could not get any more fluid back from the reservoir. The pump logs looked normal with no stalls. The patient had no overinfusion symptoms. It was later reported the patient was being admitted to the hospital where she would be treated with oral baclofen. The plan was likely to fill the pump with 10 ml of preservative free normal saline to potentially unlock it and aspirate it before filling with 20 ml of drug. The system had been used to deliver bupivacaine and baclofen. It was later reported the next day that there was difficulty filling or aspirating the reservoir. An image of the bellows was taken they were at an angle and not flat inside the pump as they should have been. On the date of the report, the pump was not able to be aspirated. They only got droplets. Then 10 ml of preservative free normal saline was pushed into the pump. It was met with resistance, but they were eventually able to get it in. Then 10 ml was aspirated and then 15 ml was gotten out of the pump. An attempt was made to aspirate again and nothing was gotten out of the pump. The drug in the syringe of the 15 ml aspirated was going checked. Another 10 ml of saline was filled in the pump and then the full 10 ml was aspirated out. The pump was empty at that point and another image was taken of the bellows where everything looked fine. The pump was then filled with 40 ml of saline and another image was taken and the image looked like a normal full pump. The patient was going to have a refill the next day. It was later reported fluoroscopy was done on the pump and showed the bellows inside the pump were angled. Additional troubleshooting was done and it was determined the pump needed to be replaced. The patient's only symptoms were increased spasticity. It was reported on (B)(6) 2014 that an explant date of the pump was (B)(6) 2014. Intrathecal baclofen treatment had started many years ago and was ongoing. The patient had a medical history including spastic paraplegia due to a motor vehicle accident. The cause of the volume discrepancy was unknown at the time. Around (B)(6) 2014, the concentration of bupivacaine was decreased and the patient was placed on oral baclofen until the pump could be replaced. The new pump was going to be placed on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient recovered without sequela. It was also noted a rotor study and dye study had been performed.